Manufacturer narrative:
Concomitant products: fr995-27 tissue valve, implanted on (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of p waves during atrial fibrillation. This occurred prior to the physician performing an ablation. No intervention occurred as the undersensing ceased after the ablation. The ra lead remains in use. No patient complications have been reported as a result of this event.